Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had underdose symptoms. X-rays were performed and there was a catheter break/fracture at the distal segment. An emergency catheter revision took place, and the catheter was revised and partially explanted. The issue was resolved. The patient status at the time of the event was alive no injury. The pump system was being used to infuse baclofen (unknown). The concentration was 2000 mcg/ml and the pump was programmed to 300 mcg/day from 700 mcg/day by the physician. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2015 (B)(6); product type catheter. (B)(4).

Event description:
Additional information received reported that the patient had back pain, tingling in the lower extremities, sweating, and muscle spasms related to this event. After the patient was taken to the operating room (or) for catheter replacement, they recovered without permanent impairment.